Event description:
The customer observed falsely elevated architect stat high sensitive troponin-I result for one patient. The same sample was repeated, and the result was lower. A new sample from this patient was also tested and a lower result was obtained. The following data was provided: (B)(6). (B)(6) 2023 initial result = 65.6 ng/l. (B)(6) 2023 repeat result = < 5 ng/l. (B)(6) 2023 new sample result = < 5 ng/l. No impact to patient management was reported.

Manufacturer narrative:
Section a1-patient identifier: complete (B)(6). This report is being filed on an international product, list number 03p25-27 (architect stat high sensitive troponin-I ) and has a similar product distributed in the us, list number 02r98 (architect stat high sensitivity troponin-I). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
The complaint investigation for falsely elevated architect stat high sensitive troponin-I result included a review of data and information provided by the customer, search for similar complaints, ticket trending review, device history record review, field data review and labeling review. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue. Ticket search by lot indicates that the reagent lot performs as expected for this product. Trending review did not identify any trends for the issue for the product. Device history record review did not identify any non-conformances or deviations with lot 50471ud00 and complaint issue. The overall performance of the architect stat high sensitive troponin-I assay was reviewed using field data from customers worldwide. The median patient result for lot 50471ud00 is within established limits and comparable with other lots in the field, confirming no systemic issue for the lot. Labeling was reviewed and sufficiently addresses the customer's issue. In this case, sample integrity issues at the time of testing could have contributed to the customer¿s observation. Based on this investigation, no systemic issue or deficiency with the architect stat high sensitive troponin-I, reagent lot 50471ud00 was identified.

Event description:
The customer observed falsely elevated architect stat high sensitive troponin-I result for one patient. The same sample was repeated, and the result was lower. A new sample from this patient was also tested and a lower result was obtained. The following data was provided: sid (B)(6): 17may2023 initial result = 65.6 ng/l. 18may2023 repeat result = < 5 ng/l. 18may2023 new sample result = < 5 ng/l. No impact to patient management was reported.